Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced three kinked cannula events on 08-aug-2024 and 19-aug-2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Blood glucose level reported during the event was high and patient took correction via multi-daily injections to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.